Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The information that is currently available for the device lot/ serial number is unclear; the reported lot is # 072704 , while the serial number is (B)(4). The device history record (DHR) of lots # 72703 and #72704 were review. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, and the reported product lot / sn is not unequivocal, the root cause cannot be determined. The root cause will be reassessed upon completing the investigation. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that during a glaucoma filtration device (gfd) implant procedure, the device dislodged prematurely, and had to be removed. A different device was implanted during the initial procedure. Additional information has been requested.